Event description:
While administering care, nurse practitioner noted PICC line fall to floor. Line was found to be broken near junction to hub. The line was placed in the pt in 2004 and was removed 12 days later. The line was successfully removed using their fingers. X-rays completed and unable to visualize any catheter fragment left in body.